Manufacturer narrative:
(B)(4).

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ was experiencing cannot power up. There was no reported patient involvement.